Manufacturer narrative:
Photos of an extract of the log file were provided for the investigation. However, as the customer purchased new devices and will not repair the old device, the complete log file and the device were not available. Based on the photos it could be confirmed that the device detected a loss of ac mains power and reacted as specified with audible and visual alarms. The root cause of the reported shut down could not be determined based on the available information. In case of ac main lost the device will switch to external battery while notifying the user with visible and audible alarm. The device will continue operation on battery power and generate visible and audible alarms to alert the user in case the remaining battery capacity drops below certain thresholds. When the device shuts off, the emergency-breathing valve would open allowing spontaneous breathing and an audible alarm would be posted.

Event description:
It was reported that the evita xl shut down during use. There was no patient injury reported. The patient was bagged and switched to a new vent. The biomed was unable to provide the log file. It was conveyed to quality by the customer that the facility lost power for 1 minute. The device was used for an hour afterwards without issue and then shut down. The customer has provided pictures of the log screens. The device is currently out of use. The customer has purchased new units and may not choose to complete the service on this device.